Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure manifold is not working on the device. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The device passed required performance verification tests per philips standards and was returned to service.